Event description:
The patient was referred for prophylactic generator replacement. It was later noted that the patient's seizures have changed, and are more similar to the seizures she had when she was younger. The patient thinks this is related to the vns battery getting low. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Additional information received noting that the patient was recently seen in clinic and reports continued seizures. The patient notes that the seizures are a little stronger and have worsened. The physician prescribed a trial of topiramate 25 mg at bedtime to help treat the seizures.

Event description:
Information received from the physician noting that the cause of the stronger and worsening seizures is due to low battery and the increase in back to pre-vns baseline levels. The patient has been referred for a battery replacement.